Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 10th november 2015. Upon receipt the device was failing the rtc tick test, issuing ¿warning, device service required¿ prompts, as per the reported fault. This was attributed to failure of the bt1 coin cell, which powers the rtc and had therefore prevented the pad clock from incrementing or being synchronized. Furthermore, the failed coin cell had resulted in the absence of the status led, as the coin cell also powers the logic circuitry for the status leds. No fault was found on the pcba that would have caused the coin cell to fail. The rtc/led drive circuitry was scrutinized to identify a potential source of high current drain on the coin cell, with no measurable fault identified. The device was temperature cycled between 0-50°c for 48 hours with a new coin cell fitted, which did not deplete during this time. Information from the history log showed the device failed on installation due to the failure of the coin cell. As the fault had resulted in nonsensical dates being recorded for every log entry after release from heartsine, it is unclear when the device was installed or when the cell failed. Warranty records for the sam 350p indicate the device was registered on the 20th may 2016, which may suggest the unit was installed around this time.

Event description:
There was no patient involved in this event. Device service required prompt. Unable to synchronize date time with saverevo.

Event description:
There was no patient involved in this event. Device service required prompt. Unable to synchronize date time with saverevo.